Event description:
It was reported that the target lesion, the left circumflex, has moderate tortuosity, moderate calcification, and a 90% stenosis. Pre-dilatation was performed with a non-abbott balloon and the xience v 3.0 x 23 mm was delivered; however, resistance was met proximal to the lesion. Resistance was also during retraction of the device and once outside the patient, the distal stent struts were found to be flared. A new xience v 3.0 x 18 mm was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately tortuous and calcified, which likely contributed to the failure to advance and stent damage as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the stent caught on the calcified lesion during retraction, damaging the struts, and contributing to the resistance during retraction. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint. Additionally, a query of the complaint handling database revealed there have been no other incidents reported for difficult to remove for this lot. There is no indication of a product quality deficiency.